Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display with a black square in the middle of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank solid white display due to broken traces on lcd glass. Unable to verify missing segments or partial display due to display anomaly. Unit was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.